Manufacturer narrative:
Qn#(B)(4). The customer returned one opened arterial kit for analysis. No definite signs of use were observed. Visual inspection of the guide wire revealed no obvious kinking. Small amounts of adhesive residue were observed within the swg tubing. After performing functional inspection, a total blockage was encountered from inside the needle cannula. This prevented the guide wire from passing. The blockage was not visible as it is located inside the cannula. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire and the returned guide wire were threaded through the returned cannula, and neither were able to completely pass. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample; however, the customer report of resistance between the guide wire and needle cannula was confirmed. Visual analysis revealed small amounts of adhesive residue in the swg tubing. Passing the returned and lab inventory guide wire through the cannula revealed major resistance from inside the cannula. Based on these circumstances, manufacturing caused or contributed to the reported event. A non conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4).